Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (70-90% stenosis). Inherent risk of procedure (stent deformation). Deformation problem. Conclusion results: device failure related to patient condition (70 -90% stenosis). Known inherent risk of a procedure (stent deformation) . (B)(4).

Event description:
It was reported that the patient had been hospitalized for mi. Angiograph results showed 90% stenosis in the middle lad and 70% stenosis in the distal lad. It was reported that the physician was attempting to implant a 2.75mm diameter x 18mm length endeavor resolute (rx) drug eluting stent , but the device failed to cross the target lesion. No patient injury occurred and no clinical sequelae were reported. Evaluation summary : the distal tip was stubbed. The hypotube was bent and kinked approx. 88cm distal to the end of the strain relief. The stent was positioned on the balloon. All stent segments excluding the first seven proximal segments were severely stretched and deformed. The balloon had not been inflated please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).